Event description:
It was reported that there was ¿concern for failed deep brain stimulator (dbs) battery.¿ patient¿s last implantable neurostimulator (ins) replacement was on (B)(6) 2012. There were no signs or symptoms.

Manufacturer narrative:
Concomitant medical products: product ID 3389-40, lot# j0451701v, implanted: 2005-(B)(4), product type lead, product ID 748251, serial# (B)(4), implanted: 2005-(B)(6), product type extension, product ID 37602, serial# (B)(4), implanted: 2012-(B)(6), product type implantable neurostimulator, product ID 748251, serial# (B)(4), implanted: 2004-(B)(6), product type extension product ID 3387-40, lot# j0443962v, implanted: 2004-(B)(6), product type lead, product ID 7438, serial# (B)(4), implanted: 2004-(B)(6), product type programmer, patient. (B)(4).